Manufacturer narrative:
The synchroseal instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted cystectomy procedure, a small metal fragment from a synchroseal instrument was found in the patient's abdomen. The surgeon was able to remove the fragment during the same surgical procedure which was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the synchroseal instrument was in use for approximately one hour and 30 minutes before the event occurred. There were no issues with the functionality of the instrument during the procedure. The instrument did not collide with any other instruments, or hard material. The reporter did not see when the fragment detached but mentioned that it was found in the patient's intestine. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. No damage was noted to the cannula after the event. The fragment was removed with a forceps instrument by the operating assistant. All fragments were retrieved and no additional surgical procedure was required. No post-operative tests like an x-ray, or ultrasound were performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found to have the washer dislodged from its original position and not attached to the instrument. The instrument was compared to an in-house known good synchroseal, and the washer was found to be missing. The missing piece was not returned with the instrument. Additional observation not reported by site: the jaw cover was found to have tearing. Tears measured from 0.028" to 0.053" in length. There were no signs of thermal damage present at the end of any tears. No material was found missing.